Manufacturer narrative:
The reported field event of failure to disconnect lead was not confirmed in the laboratory. Ventricular septum and setscrew were not returned for analysis. Further analysis of device did not find any anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14462. It was reported that the patient presented to the clinic for a pacemaker change due to normal battery depletion. During the procedure, the physician was unable to remove the right ventricular lead from the header of the pacemaker. The physician capped and replaced the existing lead during the procedure on (B)(6) 2020. The patient was stable throughout.